Event description:
It was reported by service report that the power cord was damaged , resulting in exposed wiring. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.